Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 30 mg/dl at the time of the incident. The customer was getting no delivery alarms and was fluctuating from 400 mg/dl to 30 mg/dl when the insulin would get "dumped" into his system after the no delivery alarms were cleared. The customer was at 98 mg/dl at the time of the call. The customer was given glucagon to treat. The customer was wearing the insulin pump during the incident. The customer was giving themselves 3 to 4 units and the pump was giving them 10 units. Troubleshooting was completed and the customer was using expired reservoirs and over bloused to treat their high. The customer had a cardiac condition in addition to a stroke. The insulin pump will be returned for analysis.